Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, it was difficult to insert the atrial lead into the header of the pulse generator. After applying silicone oil, the lead fully inserted into the header of the device. All electrical measurements were normal. The patient was in stable condition after the procedure.